Event description:
It was reported that the customer experienced high blood glucose levels, and the insulin pump alarmed no delivery during the manual prime procedure. The customer also reported that the device had a blank display afterward. The blood glucose reading was 331 mg/dl, which was treated for with the insulin pump, during the blank display. She stated that she had to mess with the battery cap to get the display to return. She also observed a small crack by the reservoir compartment, and she did not recall how the damage occurred. The blood glucose reading was 280 mg/dl during the insulin pump was working as designed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.